Event description:
It was reported that the patient presented in clinic due to a vibratory alert. Upon device interrogation, the atrial lead exhibited low impedance and noise. The noise was able to be reproduced a single time with isometrics. The physician elected not to take any action at this time and keep monitoring the lead. No patient symptoms were reported.